Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that the syringe adapter set separated at the top. It was noted that flagyl infusion had completed and was being flushed with 10ml normal saline when the set separated. The event occurred in pediatrics unit. There was no consequence or impact to the patient. Although requested, additional information was not provided.

Manufacturer narrative:
Although requested, patient demographics were not provided.

Event description:
It was reported that the syringe adapter set broke at the top. It was noted that flagyl infusion had completed and was being flushed with 10ml normal saline when the set broke. The event occurred in pediatrics unit. There was no consequence or impact to the patient. Although requested, additional information was not provided.

Event description:
It was reported that the syringe adapter set broke at the top. It was noted that flagyl infusion had completed and was being flushed with 10ml normal saline when the set broke. The event occurred in pediatrics unit. There was no consequence or impact to the patient. Although requested, additional information was not provided.

Manufacturer narrative:
The customer report that the syringe adapter set broke at the top was confirmed by visual inspection of the as-received broken set. The set's vented spike component was broken off from the upper fitment of the pump chamber assembly component. Further inspection of the broken vented spike component pieces observed the surfaces/breakage to be rough and uneven. The nature of the breakage indicates a ductile fracture (vs. A brittle fracture) that is typically caused by an external lateral force. Inspection and testing of the syringe observed no issues. The root cause of the external force was not identified.